Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device returned to MFR: the device was returned for evaluation. Device analysis revealed a partial separation at the sheath lap joint section of the device, fluid was leaking from the partial separation at the sheath lap joint assembly when the catheter was flushed, no damage observed on the distal tip or guidewire exit port assembly, a good unit wave form was shown during impedance testing and no indication of resistance in tracking the guidewire into the catheter was noted when a test guidewire (0.014") was inserted. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on investigation completed on (B)(4) 2015. It was reported that the catheter failed to cross the lesion and poor image occurred. The target lesion was located in the moderately tortuous and severely calcified middle of left anterior descending (lad) artery. During percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view target lesion. However, the opticross¿ imaging catheter could not cross the lesion due to severe calcification. Rotablation was performed. After which, pullback was done but image misaligned in 3 o'clock direction. The device was replaced with two non bsc imaging catheter and completed the case. No patient complications were reported and the patient¿s condition is good. However, device analysis revealed that there was a partial separation at the lap joint of the opticross¿ imaging catheter.